Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported the remote alarm not working. No patient harm reported.

Manufacturer narrative:
Failure analysis of the returned part indicated a broken solder connections at cn2 pin 1, pin 2 & pin 3 caused the remote alarm port not functioning.

Event description:
The customer reported the remote alarm not working. No patient harm reported.